Event description:
Patient reports that buttons are not responding to presses and getting worse with time. Patient reportedly does not clean the pump and wears the pump attached to belt.

Manufacturer narrative:
Initial reporter unknown. The pump was returned to animas for evaluation. During testing, up and contrast buttons were found to be intermittently responding to button presses; down and ok buttons were found to require excessive force to activate. Keypad was removed and adhesive was found under button contacts. Unrelated to the complaint, battery compartment was observed to be cracked during the investigation.